Event description:
This customer reported that they were unable to defibrillate. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to defibrillate. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.